Event description:
The site reported that while priming of the blood pump prior to a pump exchange, the blood-side layer of the triple-layer pump membrane was not able to be completely pulled into the diastolic position using the syringe and tubing provided in the excor tool kit. The site reported that the air-side layer and the middle layer appeared to be completely in the diastolic positon, but the blood-side layer did not. The site attempted to prime the pump in this condition with the de-airing needle, but the de-airing needle scratched the blood-side layer when inserted into the pump. Due to the scratch, the site did not use the pump. A new pump was opened and used for the pump exchange without any reported problems or difficulties. The incident occurred while the patient was still being supported by the previous pump, so no untoward effects.

Manufacturer narrative:
(B)(4). The blood pump that is the subject of this report (s/n (B)(4)), was not used on the patient. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. First visual inspection confirmed the air-side layer and the middle layer appeared to be completely in the diastolic position, but the blood-side layer did not lay flat as designed. Visual inspection, detected a puncture in the blood-side layer of the membrane just below the de-airing -port. A puncture of the blood-side layer caused by the de-airing needle during priming. The evaluation of the blood pump s/n (B)(4) is still ongoing.